Manufacturer narrative:
Philips service reseated luc boards and handed over the system to the user. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a bodyguard error and intermittent cine issue were reported on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.